Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 405 mg/dl to 407 mg/dl. Customer treated high blood glucose with the insulin pump. The customer's blood glucose was 337 mg/dl at the time of call. The customer stated that they changed the reservoir and performed rewind. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The product was not returned for analysis.